Manufacturer narrative:
It was reported that the device was disposed and not expected to be returned; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The warnings section of the directions for use indicates, "manipulate the zipwire hydrophilic guide wire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guide wire without fluoroscopic confirmation may result in vessel perforation. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking separation of the guide wire's tip, damage to the catheter, or damage to the vessel." At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The coatings of the wire split off and remained in the patient's ij. Sr doesn't know how the procedure was completed. This happened during the procedure and inside of the patient's body. Sr doesn't know of other reported patient complications and was not sure of the patient's condition. It was reported that there were no interventions performed in an attempt to remove the coating.